Event description:
(B)(4).

Manufacturer narrative:
The device was sent to the resmed service center in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported system fault 74, and power supply fault were confirmed through review of the device logs and visual inspection. The investigation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. Further investigation determined that the power fault was due a faulty power supply unit (psu). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).